Event description:
Puritan bennet received info which suggest that the 840 ventilator stopped cycling, pb has been trying to contact customer in regards to pt involvement with no customer response. Customer replaced bd cpu.